Manufacturer narrative:
It was reported that during the coil embolization procedure, the micrusphere xl platinum coil (ssr10051420/c20922) stretched and prematurely deployed in the sl10 microcatheter. The coil could not be returned as it¿s in the patient¿s body. During the procedure, the coil was repositioned, and then it was retrieved, but the coil got stretched and prematurely deployed in the microcatheter. After the event, the coil was left in the aneurysm. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. Also, no additional torque, manipulation, trying to get the coil to stick to the coil mass or trying to remove from the microcatheter and bumping into the distal end of the microcatheter was attempted. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc.). The vessel and aneurysm were normal, and there was no clinical impact to the patient due any delay during the procedure. The patient was stable. There was no adverse event reported and the component remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available procedural information, no conclusion can be made regarding the premature detachment and stretching encountered with the micrusphere coil. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that during the coil embolization procedure, the microsphere xl platinum coil (ssr10051420/c20922) stretched and prematurely deployed in the sl10 microcatheter. The coil could not be returned as it¿s in the patient¿s body. During the procedure, the coil was repositioned, and then it was retrieved, but the coil got stretched and prematurely deployed in the microcatheter. After the event, the coil was left in the aneurysm. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. Also, no additional torque, manipulation, trying to get the coil to stick to the coil mass or trying to remove from the microcatheter and bumping into the distal end of the microcatheter was attempted. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc.). The vessel and aneurysm were normal, and there was no clinical impact to the patient due any delay during the procedure. The patient was stable. There was no adverse event reported and the component remains implanted.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.